Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 320 mg/dl at the time of the incident. The customer was at 220 mg/dl at the time of the call. The customer was in the hospital for high blood glucose and an infection. The customer used the pump and manual injections to treat. The customer experienced symptoms such as not feeling well. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer has gastroenteritis and the pump was bouncing her out of auto mode. The customer was going high and low due to delayed insulin reactions. The customer has gone as low as 42 mg/dl, and as high as the meter can read. The customer also requested assistance with a pump upload and square wave boluses. The insulin pump will not be returned for analysis.